Event description:
A surgeon reports a pt developed uveitis following intraocular lens implant surgery. Descement's folds were present and va was reported to be decreased. The pt was treated with a corticosteroid, nonsteroidal anti-inflammatory drugs and antibiotcs and is gradually recovering. The association between this event and the intraocular lens is not known.